Event description:
Additional information was received on (B)(6) 2012, when a copy of the physician's programming history was reviewed by the manufacturer. Review of the patient's programming history confirmed that the generator had been disabled sometime between the patient's appointment on (B)(6) 2011 and the appointment on (B)(6) 2011, due to the battery voltage being less than the end of service threshold level. The manufacturer's consultant reported that the patient's mother stated that the patient is no longer having absence seizures, but is now having complex partial seizures and that they are not hearing any voice alteration when swiping the magnet. The patient had only 5 seizures in (B)(6) 2011 and had 16 seizures in (B)(6) 2011. However, the device has been disabled so is not providing any therapy at this time. The consultant is recommending to the physician that the patient come back in to see the physician and they try and re-program the generator on along with perform diagnostics.

Event description:
On (B)(6) 2011 a vns treating neurologist reported that when she interrogated the vns patient's generator, she received a message that the vbat was less than threshold and the pulse was disabled. She hit "ok" on the message and another message appeared that said she had selected an output greater than 0.25ma but the physician had not been attempting to program the patient. The patient's settings were listed as output=1ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=5min/magneto output=1.25ma/magnet frequency=500usec/magnet on time=60sec even though the error message she had received had stated that the output was 0ma. The physician then performed system diagnostics and the results were within normal limits of output=ok/lead impedance=ok/output current=1ma/lead impedance=3288ohms/ifi=no. She was unable to program the patient's settings. The physician tried again with another programming system and received the same error message when she interrogated the patient. System diagnostics also showed the same results with the new programming system. At this time no interventions are planned. The patient has not had a recent surgery nor an MRI. The patient was last seen on (B)(6) 2011 and everything was normal. The patient's mother reported that she thinks the magnet is still working. The manufacturer's consultant reported that he was able to obtain a copy of the programming history from the physician's handheld and that he would send it to the manufacturer for review; however it has not yet been received by the manufacturer.

Manufacturer narrative:
Analysis of programming history.

Event description:
Additional information was received on (B)(6) 2012, when the patient was seen in a clinical visit with the neurologist and manufacturer's consultant. Initial interrogation of the vns device showed a vbat < eos message. A system diagnostics was performed which showed results within normal limits of an impedance value of 3500 ohms and 1 ma delivered. The patient was programmed to 0.5 ma output and 0.75 ma magnet output without incident. The patient's mother used the magnet post programming and was able to hear the voice alteration with the magnet stimulation. The patient had no other visible signs of stimulation. The patient will return in (B)(6) weeks for interrogation and to be programmed up to an output of 0.75 ma. No surgeries, medical procedures, MRI, or activities where the patient may have been shocked occurred. The patient is going to continue with titration and there are no plans for battery replacement at this point.

Manufacturer narrative:
Adverse event or product problem, corrected data: supplemental report #1 did not indicate that an adverse event occurred. The information has been updated on this report.

Event description:
Additional information was received on (B)(4) 2012, when it was reported that at the patient's clinical visit that day the vns device was functioning well and there was no "vbat less than threshold" message present.

Event description:
The additional data received from the more recent patient follow up visits (from (B)(6) 2012) has been reviewed. Review of the data indicates that the device has resumed normal function and is delivering the intended therapy. Additionally, there is no indication of increased battery depletion; however this is from an assessment of an additional two dates of data, at which the device was programmed to lower settings (output=0.75ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=5min, magnet output=0.75ma/,magnet pulse width=500usec/magnet on time=60sec). The battery voltage on 06/13/2012 was measuring 3.395v and 5.946% of the battery was consumed.

Event description:
On (B)(6) 2012, additional information was received that the patient is still implanted with the generator.

Event description:
On (B)(6), 2012 additional programming history was reviewed, no anomalies were observed.